Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen screen or battery out of limit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The blood glucose reading was 155mg/dl. Advised the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continues and the time clock was not advancing. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.